Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a use error/breach in aseptic technique which resulted in peritonitis manifested by turbid pd effluent. The cause of the breach in aseptic technique was further described as the patient disconnected the pd cassette and then reconnected the same pd cassette while performing automated peritoneal dialysis (apd). Subsequently, the patient experienced peritonitis and one day after onset, the patient was hospitalized for the event. On an unreported date, as part of treatment, apd with physioneal was discontinued and extraneal therapy was continued via continuous ambulatory pd (no further detail). It was reported that after ¿inpatient treatment¿ the patient¿s symptoms improved. Five days after onset, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering. No additional information is available.